Manufacturer narrative:
This medwatch report is related to MDR 1061932-2014-01223. (B)(4).

Event description:
The customer reported hemoglobin (hgb) voltage lamp drift error messages while operating the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was at the facility and noted the error message would occur within 24 to 36 hours. The fse noted the customer performed hgb lamp adjustment. The fse confirmed with the customer that no erroneous patient results were generated at the time of the event. There was no patient impact associated with this event. The fse replaced the I/o printed circuit board card (pcb) and resolved the voltage drift error issue.